Event description:
The report from hospital say: on (B)(6) 2021 at 15:00, the patient hospitalized in our department of respiratory medicine showed weak breathing and required the use of ventilator to assist with oxygen supply. The ventilator was defective, indicating oxygen supply insufficient. Hamilton-c1 made in jan. 21, 2020

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event as an unnoticed leak can lead to oxygen rich environment and pose a potential fire hazard. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be an air leakage caused by looseness of the hose clamp for the high pressure oxygen (hpo) hose. In consequence (correction) the loosened hose clamp was replaced and the connector was tightened which solved the problem. The malfunction is not related to the device itself but to an accessory (hose clamp). It is not clear which type of hose clamp the customer used. There was no patient or user harm reported.